Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date.one device was received. Per visual inspection, damaged dso seal, damaged battery compartment, scratched lens. Functional testing could not confirm/duplicate the complaint. Replaced the dso seal, battery compartment, lens. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No further action will be taken.

Event description:
It was reported that ¿cassette not fixed properly¿. There was unknown patient involvement.